Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); damage were observed. Issue was unable to test due to damage during de-casing. An extended investigation was performed. The returned sensor was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope (eq5021) on the returned sensor. Damage to the nfc (near field communication) of the sensor antenna was observed. The returned sensor was attempted to be scanned on the evm (evaluation module, s/n: (B)(6)) using the ptugen4 tool however, the scan was failed. The damage was observed on the nfc antenna is preventing the returned sensor from being detected by the nfc of the evm (evaluation module) using the ptugen4 software. Communication between the sensor and the evm is required in order to perform further testing such as smu (source meter unit), poise voltage and temperature testing therefore, due to the damage testing could not be conducted. Hpqe determined that the damage on the nfc antenna, which occurred during de-casing, is the reason for the returned sensor unable to scan on the evm. Ultimately, this damage would be prevented the nfc functions of the sensor from working as intended. The damage could not be reversed; therefore, the returned sensor is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 370.00 mg/dl compared to readings of 150.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.